Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. Assisted customer in completing a general inspection of the receiver, then a retry. Error was still present. Suggested they try a different receiver. With different receiver the system calibrated as expected, no error noted. System performed as expected.

Event description:
It was reported that the itrak 3500p system experienced a 101 error while attempting to calibrate receiver. There was no report of patient injury.